Event description:
Procedure type: laparoscopic total hysterectomy with left salpingo-oophorectomy. According to the reporter: the surgeon noted that the scissor tip was dull and was not cutting the tissue. A second device was used. It is unk if the second was the same or different lot number.

Manufacturer narrative:
(B)(4).